Manufacturer narrative:
Initial.

Event description:
It was reported that after starting a new dexcom g7 continuous glucose monitor (cgm) sensor, the sensor initially failed to pair with the user¿s ilet, requiring guidance to toggle settings and restart the pump; pairing subsequently proceeded and the pump displayed a sensor warm-up, indicating resolution of an intermittent communication failure related to wireless connectivity, including the antenna and electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 characterized by intermittent communication failure, with involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.